Event description:
Pt was undergoing a skin graft to the right lower extremity when their calf was inadvertently pushed into the bovie pencil. The pressure of their leg caused the pencil to activate. The pt suffered a burn to the right calf that was excised and sutured. The size of the closure was approx 3 cm.